Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm 63. Customer stated that the pump was on manual mode and wanted to get back automode. Troubleshooting was performed; customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump did pass it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test and self-test. No pump error 63 noted during test. Verified the pump alarmed pump error 63 (line number 147 file number 2017) on 05/13/2023 16:28:31.000 the in the pump downloaded history due to moisture damage to motor processor on the pcb2 board as per global logic analysis (B)(4). Found moisture damage to the pcb1 board and pcb2 board during visual inspection. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump downloaded history due to moisture damage to motor processor medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.